Event description:
It was reported that during a hiato hernia procedure, the device did not work properly. The hand piece presented some noise. The device did not cut or coagulate. It was not reported how the procedure was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.